Event description:
The patient fell and landed flat on his back. Afterward, when he laid on his back he felt tremors in his legs. Stimulation therapy was turning off. It appears the patient then turned off the implantable neurostimulator. An overdischarge was suspected. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).